Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump shows the blood glucose reading to be 42 mg/dl, but the accurate reading is 120 mg/dl. Customer also states that the sensor glucose and blood glucose are off. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.